Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ 3 ml blister pack luer lock tip without safety leaked. The following information was provided by the initial reporter: "this is because it has a leak: the liquid flows through the body of the syringe."

Manufacturer narrative:
H6: investigation summary four photos displaying a 3ml syringe with customer attached needle (p/n 309658) were received and evaluated. Three photos showed a syringe filled with an unknown medication being held. It was immediately observed that liquid drops were present on the barrel exterior. Additionally, a lengthwise crack extending from the 2.5ml grad line to the 2.0ml grad line was present. One photo showed the same syringe from an opposing view. No defects were visible in this photo. The observed conditions were non-conforming per product specification. Potential root cause for the leakage and cracked barrel defects are associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1105087 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that bd luer-lok¿ 3 ml blister pack luer lock tip without safety leaked. The following information was provided by the initial reporter: "this is because it has a leak: the liquid flows through the body of the syringe."